Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due wear of the tibial insert. Original surgery approximately 15 years ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this once it has been completed. Investigation